Event description:
Reporter indicated high lead impedance. Additional, patient does not feel magnet stimulation and is experiencing increased seizures. Increasing the output current did not have an effect on stimulation perception. No prior lead test results have been recorded.